Event description:
It was reported that during a laparoscopic liver resection procedure, the flex deflectable videoscope exhibited a scope communication error upon angulation. The procedure was completed using the same device and the was no patient or user harm as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, an e216 (scope communication error) was found to occur due to a fault in the imaging unit. A definitive root cause of the faulty imaging unit could not be determined, however, the issue was likely due to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.